Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overheating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and an out of calibration compressor was detected. Pressure and vacuum are calibrated and a functional check and test is carried out, being correct. The unit returned to the customer and cleared for clinical use.